Manufacturer narrative:
Product analysis: part# 9560524 lot# my14e001 analysis received from service report confirmed the deformation of the screw thread of the handle screw. Root cause was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility via a manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the failure of fixed and the flex arm has poor fix. Procedure performed in the event was med. There was no patient involved in the event. There was no delay in the overall procedure time.